Event description:
Report received indicated that during a percutaneous transluminal angioplasty the balloon burst. Access was made through the left groin. The balloon inflation was made with a syringe. There was no patient injury. Another balloon catheter was used to end procedure successfully. No other patient, vessel, lesion, or procedural information was available. A product has been returned for evaluation and testing, however the engineer's report is not yet complete. Additional information will be sent within 30 days upon receipt.

Manufacturer narrative:
Ni